Event description:
Nurse started chemo infusion as secondary infusion and noticed that infusion stopped and primary solution started infusing even though there was still 50 cc left in the secondary bag (chemo). The secondary infusion was running correctly up till 50 cc was left in the bag at which point the primary started to infuse. Patient received the full dose and no harm to patient.